Event description:
A surgical coordinator reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. The coordinator reported the pt's subjective quality of vision was not very good. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 09/27/2011 and 10/03/2011 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).